Manufacturer narrative:
.

Event description:
It was reported the powered wheelchair arm rest assembly is loose. As a result, the patient has reported she is unable to judge distances and/or drive the wheelchair straight. The patient reported she drove her wheelchair into an object causing injury to her hand. No medical intervention was sought.